Event description:
A materials manager reported that burrs were seen on the tip of the irrigation/aspiration tip during a cataract with intraocular lens implant procedure. The case was completed with the same tip without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).